Event description:
Per the clinic, the patient experienced poor performance, poor sound quality and pain with the device. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 16, 2023.